Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: - , lab: 1.5. Date: (B)(6) 2011, inratio: 1.1, lab: 1.6 (done immediately). Date: (B)(6) 2011, inratio: 3.8, lab: 2.9 (done immediately). Therapeutic range not known.